Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing chunk of the battery tube threads, another crack in the battery tube threads, crack in the case on the battery tube side that starts at the left belt clip rail, missing serial number label, missing display window cover, cracked middle (enter) keypad button. The pump was received without a battery cap. After battery installation, the pump displayed a recurring "insert battery" error message on the screen. This is due to the loose connection between the battery cap contact and the battery sleeve caused by the missing chunk and a separate crack in the battery tube threads. The battery cap was taped down to the battery compartment. The pump was then able to pass the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, sleep current measurement, and self tests. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there are signs of previous moisture presence on the force sensor flex cable terminal and on the front of pcba1 on the tape covering the lcd circuitry. In summary, the customer¿s report that the pump is not working was confirmed during testing. The recurring insert battery error messages are due to the loose connection between the battery cap and the battery sleeve. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was not working. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.